Event description:
It was reported that on (B)(6) 2026, a 29s tendyne mitral valve lp was implanted in the patient. After the procedure, a re-tensioning the valve was done due to perivalvular leak (pvl). The pvl was improved during the re-tensioning case, the left ventricle (lv) compressed and the surgeons decided to explant the tendyne valve and put in a left ventricular assist device (lvad) instead.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.